Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact on the customer's blood glucose level, with readings not falling below approximately 90 mg/dl, and the ciq worked as intended. Technical support instructed the customer to uninstall and reinstall the mobile app to monitor battery depletion rates and follow up if depletion exceeds 35% per day. The customer understood the guidance and acknowledged the instructions provided.